Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vticm5_13.2 implantable collamer lens, -8.5/+4.5/124 (sphere/cylinder/axis) into the patient's left eye (os), it tore. It was removed intraoperatively and there was no patient injury. This occurred on (B)(6) 2020. The cause of the event is reported as user error.